Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer's blood glucose value was 278 mg/dl. Customer stated that they basically tried all the troubleshoot but still got the insulin flow block alarm. Customer stated that she had used 10 infusion sets already but still getting insulin flow blocked and even got the alert during the call. The device will return for analysis.